Event description:
A tacticath 75 was pulled from the box and prepped in the normal fashion; the connector seemed to not connect to the generator as it was no recognized on the st. Jude system. A new catheter was pulled and worked fine from a different lot (# 5327995).